Event description:
Livanova deutschland received a report that, during procedure, a 3t heater-cooler system displayed alarm e04. At the time of the event, the medical team was not actively cooling the patient or adjusting temperature settings. Subsequently, the patient circuit of the 3t heater-cooler system shut down. The medical team was unable to restart the device and requested technical assistance. To address the issue, the unit was powered off and then back on, which temporarily resolved the problem. However, the same alarm reoccurred shortly thereafter. As a result, the medical team decided to replace the 3t heater-cooler system with another unit. During the time in which the device was unavailable, the patient's venous temperature gradually drifted, reaching a minimum recorded temperature of 33.9°c. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in canada through follow up communications, livanova received the confirmation that no patient harm occurred due to this incident and the situation did not necessitate any additional intervention other than the replacement of the 3t heater cooler. The service intervention was performed by the biomed technician: the unit was constantly alarming ee04 and patient side would not run at all. The patient tank temperature sensor was replaced, and the temperature sensors were calibrated. After the temp sensor replacement, device preventive maintenance was performed and functional tests passed positively and unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.